Event description:
The service repair technician (srt) reported that during routine testing (troubleshooting) of the device at the service center, the silk screen was worn off the indicator dial on gut assembly. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the gut assembly and performed preventive maintenance (pm) inspection and verification/release test. The unit operated to manufacturer specifications and will be returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.